Manufacturer narrative:
In regard to this incident, one suretouch phaco handpiece with serial number (B)(6) and logfiles were received for investigation. Review of the logfiles showed multiple occurrences of npha011 error message. It should be noted that the npha011 message is triggered when a lack of impedance is measured during the 'phaco handpiece health check' that is performed by nexus during tuning to prevent compromised handpieces from being used on a patient. There were also some irrigation errors present in the logfiles. Visual inspection of received handpiece revealed no anomalies. Rigorous testing did not confirm the reported issue. Priming was successful and handpiece did not overheat during testing. Based on the investigation performed, the reported burn could not be attributed to the phaco handpiece itself or its manufacture. Please note that a corneal burn may occur when the phaco needle heats up due to a lack of irrigation. Since insufficient irrigation may have various causes, including, but not limited to, improper placement of the phaco sleeve or unfavorable settings, an assignable cause could not be determined. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar serious incidents and associated number of devices were determined by taking the number of serious incidents related to the imdrf a code a1005 corresponding to the in house code ph-corneal-burn-prolonged (the only one corresponding to a serious incident) and taking the number of devices distributed within each time period. Please note that the products are reusable so the number of performed surgeries is higher than the number of devices distributed. The incident that is the subject of this report is also included in the table above.

Event description:
We have been informed that during surgery, an excessive amount of ultrasound (us) energy was delivered by the phacoemulsification handpiece during the sculpting step. This reportedly resulted in a corneal burn. The event was not identified or reported by the nexus system at the time of the procedure, and there was no change to the device settings during the sculpting phase. As a consequence of this complication, the surgeon proceeded with implantation of an artisan lens. No report of patient/user harm. However, the procedure was prolonged due to this event.

Event description:
We have been informed that during surgery, an excessive amount of ultrasound (us) energy was delivered by the phacoemulsification handpiece during the sculpting step. This reportedly resulted in a corneal burn. The event was not identified or reported by the nexus system at the time of the procedure, and there was no change to the device settings during the sculpting phase. As a consequence of this complication, the surgeon proceeded with implantation of an artisan lens. No report of patient/user harm. However, the procedure was prolonged due to this event.

Manufacturer narrative:
The complaint is under investigation.